Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment included removal of pd catheter and switched to hemodialysis. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse reported that the event of peritonitis with culture positive for yeast was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potential associated lot number (h11b20035). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.